Event description:
It was reported that patient underwent a right knee arthroplasty revision to address tibial loosening approximately two (2) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10: concomitant devices - persona medial congruent articular surface right 12mm size 6-7 ef catalog #: 42522100712 lot #: 65424753, persona cruciate retaining standard femoral component size 7 r catalog #: 42508606202 lot #: 66073893, nexgen porous tm patella 10mm x 35mm catalog #: 00587806535 lot #: 66068247. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the patient kept the explanted device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The root cause is attributed to a failure to follow instructions for not using cement with the implant. Per the instructions for use, ''porous coated components may be used cemented or uncemented (biological fixation), except for the persona osseoti keel tibia which is for uncemented use only. All other femoral, tibial baseplate and all-polyethylene (uhmwpe and vehxpe) patella components are indicated for cemented use only.'' A porous coated component was not implanted. Therefore, cement should have been used. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.